Manufacturer narrative:
A follow up report will be submitted once an evaluation has been completed.

Event description:
Welch allyn received a report from a welch allyn customer stating that their spot lxi device was smoking and the smoke alarm alerted personnel to the room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4). The customer did not provide any patient information.